Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a rash. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended continuing to wear the lifevest but there is no indication of treatment for the skin irritation. Follow up indicated that the skin irritation improved since applying cortisone cream and receiving new garments.